Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It is reported that the lidocaine in this kit was not effective for the pt. As a result of the lidocaine not being effective, a second kit was opened and used successfully. There is no known delay in treatment. There are no reported pt injuries, complications or death.